Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer was unable to test due to receiving an error 7 on the display of his freestyle libre reader. It was further reported the customer experienced a loss of consciousness. Paramedics were called and upon their arrival, customer was reportedly diagnosed with hypoglycemia. No paramedic meter readings were reported and caller did not know what treatment was provided to the customer. There was no report of death or permanent injury associated with this event.

Event description:
Customer's mother reported the customer was unable to test due to receiving an error 7 on the display of his freestyle libre reader. It was further reported the customer experienced a loss of consciousness. Paramedics were called and upon their arrival, customer was reportedly diagnosed with hypoglycemia. No paramedic meter readings were reported and caller did not know what treatment was provided to the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(s) (device history review) for the fs libre reader was reviewed and the DHR(s) showed the fs libre reader passed all tests prior to release. Dhrs for the precision test strips within expiration at the time of complaint was reviewed and the DHR review showed no there were no deviations from the validated manufacturing process. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. A tripped trend review was completed for the reported complaint and precision test strips, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.